Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found evidence of reported problem. Investigation visually inspected the pump upstream occlusion sensor and performed functional testing and it failed. The customer's stated problem was verified. Further investigation of the pump determined that a faulty upstream occlusion sensor was the root cause of the issue. The pump upstream occlusion sensor will be replaced. The problem source of the reported problem is unknown.

Event description:
Information received indicating that a smiths medical cadd solis vip pump gave pump stream occlusion. No adverse effects reported.